Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: kyphoscoliosis procedure: oblique lumbar interbody fusion (olif), posterior spinal fusion (psf at th10-il) levels: l2-3 it was reported that on (B)(6) 2015, intra-op,bleeding was observed from segmental artery when blade pin was removed from retractor blade after cage placement. A astriction was performed with gauze while floseal was prepared, and then bipolar and floseal were used to stop the bleeding. Amount of blood was not so much but it took about 40 min to stop the bleeding because it was difficult to identify the bleeding point by muscle. The products were used in patient. Patient complications were reported unknown. The surgical time was extended 31-60 min as a result of the event.